Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. On (B)(6)2024, the patient use tandem tslim in hybrid closed loop and experienced vomiting. The cgm was reading 90 mg/dl and the blood glucose reading was 280 mg/dl. The patient was transported to the emergency department and treated with 2 bags of IV and anti-vomiting medicine. The patient was discharged after several hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)